Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarmed during testing. The pump was received with cracked reservoir tube lip, minor scratched display window, broken belt clip slot and missing end cap sticker. (B)(4).

Event description:
It was reported of a button error from the insulin pump.